Manufacturer narrative:
Date new information available: 3/21/2017. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the touch screen assembly was tested and no failures were identified.

Event description:
The customer reported the touch screen does not work. The customer reported there was no patient involvement.